Event description:
A customer contacted baxter's technical service center to report having system error 2240/2367 alarms with the homechoice (hc) machine during use. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to discard the supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use and could not recall the cause of the alarm. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The home patient discarded the sample. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.